Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly due usb port damage. The issue persisted across multiple usb cables. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate insulin therapy for diabetes management.